Event description:
Caller reported a cartridge alarm 20 occurring during pumping, but it did not cause their blood glucose level to exceed 500 mg/dl. Despite cts assistance in loading a new cartridge, the alarm recurred, and the customer could not resume insulin therapy. Consequently, cts decided to replace the pump, informing the caller about the replacement process, and ensured the customer understood how to return the problematic pump. The customer was informed about updated software and training availability for the new pump, which would restore uninterrupted insulin delivery via a backup insulin pump in the interim.